Manufacturer narrative:
Product event summary: the pscc100 pulse select catheter with lot 0012840624 was returned and analyzed. During external visual inspection of the shaft and handle segments no anomalies were identified. During external visual inspection of the array segment, on the spiral array segment, a knotted array was observed. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity test did not reveal any anomalies. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter sub-components. During inspection of the array segment, an electrode wire to electrode #1 detachment was observed. During inspection of the shaft segment, entangled electrode wires were observed. In conclusion, the catheter failed the returned product inspection due to a knotted spiral array, electrode wire to electrode detachment, and tangled electrode wires in the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the catheter pscc100 pulseselect, the electrophysiologist observed that the catheter loop was not normal regardless of manipulation. The patient was under general anesthesia. The case was completed. No patient symptoms, complications, injuries, adverse events, illnesses, infections, or deaths were reported. No patient complications have been reported as a result of this event.